Event description:
A surgeon reported on (B)(6) 2010 he diagnosed a pt with elevated intraocular pressure (iop) in the left eye after the shunt had been implanted for an unk period of time. The iop was treated on (B)(6) 2010 by inserting a glaucoma drainage implant with a scleral reinforced patchgraft. The event was considered mild in severity and the pt's outcome was reported as recovered. The surgeon reported the device did not cause or contribute to the event. The surgeon did not identify a cause.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. A lot history search could not be done because of the info that was provided. Based on the info provided by the complainant, the device did not malfunction. The root cause is unk. There are no reported problems with the shunt. This report is not product related. Additional info was requested by phone on 12/07/2010 and 12/08/2010 and by mail on 12/09/2010. A completed questionnaire has not been received. (B)(4).